Event description:
A malfunction occurred on the customer¿s pump, and it was reported without any notable prior events. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.